Manufacturer narrative:
Method - device not retuned, follow up with representative.

Event description:
It was reported that a post market clinical study pt underwent a kyphoplasty procedure on level t7. A cement extravasation in the superior disc to level t7 was noted. There were no pt complications. No add'l info was reported.